Event description:
Intubated infant was found with suction catheter threaded beyond the "y" of circuit, creating barrier to infant's air flow. Last suction was in evening with patient care. Noticed approximately 2.5 hours later when rn went to draw labs. Current supply of endotracheal suction catheters contain a tough, plastic wrap that makes it difficult and slower to provide suction passes. Seems possible the catheter was not pulled back all the way. Notified respiratory therapist and neonatal nurse practitioner. An additional blood gas was drawn 30 minutes following due to concern for increased pco2 being caused by disruption of suction catheter in ett. No other known harm was caused. Note: lot number provided is from the stock room of product that is currently on the shelves. The packaging from the day of this event was not saved. The lot number on this item also has the tougher plastic like the product used at the time of the event.